Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ + pen needle was unable to deliver insulin. This occurred on 500 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: needle blockage. When the patient pushed the pen button to inject insulin, the button was not pushed. According to the patient, the needle was blocked and the level to press depended on the type of insulin pen.

Event description:
It was reported that bd micro-fine¿ + pen needle was unable to deliver insulin. This occurred on 500 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: needle blockage. When the patient pushed the pen button to inject insulin, the button was not pushed. According to the patient, the needle was blocked and the level to press depended on the type of insulin pen.

Manufacturer narrative:
Investigation: 1. Lot#8064500 DHR was reviewed and no qn found; 2. Manufacture records were reviewed, no abnormal was found. 3. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. 4. Clog test was conducted on 10pcs retention samples and all no needle clog found. 5.no returned samples or actual defect samples for investigation, so we cant performing in-depth investigation; 6. Based on investigation above, the certain cause cannot be concluded at the moment.